Manufacturer narrative:
Review of procedure (B)(6) shows patient movement during the capsulotomy. This movement could contribute to the reported capsular tear. Review of procedure (B)(6) does not show any indication of capsular tear. Capsulotomy begins on frame 3 with breakthrough on frame 7. The eye is well centered and no movement is seen. Recommend reviewing the importance of no patient movement during the procedure. It is also recommended that treatment pause and abort be reviewed with the user. System functioned as designed. No clinical follow up required.

Event description:
On (B)(6) 2026, doctor (B)(4) reported to (B)(6) that they had capsulotomy tears on procedure ids (B)(6) and (B)(6). Site is seeking review of the cases.